Manufacturer narrative:
(B)(4).

Event description:
It was reported that a medex¿ medflator from a medex kit - custom cardiology/coronary was making leaps in the display. In other words, when turning, a pressure of 3 - 4 bar is displayed. On further rotation, the pressure jumps to 14 - 16 bar. Thus, there is no continuous indication on the pressure gauge - but jumpy. No adverse health events reported.

Manufacturer narrative:
Evaluation results: one used and decontaminated inflation device (medflator) was received for investigation. The sample was tested with air and water. The piston of the inflation device could be turned continuously and no leaps on the manometer were determined. Therefore the reported failure could not be confirmed with the provided unit. The customer also alleged that a "loose screw was found." This could not be reconstructed, or confirmed with the provided information. The provided unit contained all the required screws.

Manufacturer narrative:
Evaluation results: one cadd-solis vip was received in used but good condition. The pump was visually inspected and functional tests were performed. The customer's reported product problem was verified. The pump alarmed and displayed the "cassette not attached properly" message when the cassette was attached during the prime test. A defective downstream occlusion sensor was the cause of the product problem. The downstream occlusion sensor was replaced as a result.